Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. It was reported that the generator is being returned to the service and repair facility with error 1. The analysis site found that the unit boots up with error code 1 and replaced the main pcb to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record was not found at the service and repair site; therefore no device history review can be done. The unit passed all qa functional testing and was returned to the customer.

Event description:
It was reported that the generator displays error code 1, generator error, when powered on. The caller did not have any other info about problem or procedure. No pt consequence reported.